Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that the bd insyte autog bc needle pierced the catheter, and did not retract. The following information was provided by the initial reporter: rn was placing an IV on patient, while trying to advance the catheter the needle punctured the catheter and the white retract button would not engage to retract the needle. Needle was removed, catheter was punctured but intact. White button was depressed but needle was still out. No injuries occurred to patient or rn.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4193407. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.